Event description:
It was reported the customer was having unexplained high and low blood glucose events. The customer stated they would have low blood glucose around 30 mg/dl or 40 mg/dl. The customer also stated their blood glucose would rise to 200 mg/dl. The customer's blood glucose was 98 mg/dl at the time of the call. Troubleshooting for the insulin pump found the drive support cap appeared to be normal. The customer's programming and settings were also correct. The customer also reported being in the hospital a few months prior, but they were off insulin pump therapy. The customer also mentioned an incident where their insulin pump was exposed to a magnetic resonance imaging machine. The customer also requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.